Event description:
It was reported that this system with a pacemaker, right ventricular (rv) and right atrial (ra) leads developed a systemic infection with vegetations observed on the leads. This was determined via transesophageal echocardiogram testing. The system was explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing was unable to reproduce reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right ventricular (rv) and right atrial (ra) leads developed a systemic infection with vegetations observed on the leads. This was determined via transesophageal echocardiogram testing. The system was explanted at a surgical intervention. The rv lead has been returned for analysis. No additional adverse patient effects were reported.